Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately 1 minute and 40 seconds from 06:27am on (B)(6) 2020, which is sufficient time to replace the reagent. The station properties were reset at 06:29am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 10 prior to these user actions were: ethanol concentration=79.5%, cycle=24, cassettes = (B)(4) and days=9. Based on the information provided by the complainant, it appears that a user may have replaced the contents of bottle 10 (ethanol) with 80% ethanol. Bottle 14 (xylene) was not in contact with the corresponding sensor for approximately 2 minutes and 6 seconds from 06:30am on (B)(6) 2020, which is sufficient time to replace the reagent. The station properties were reset at 06:32am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 14 prior to these user actions were: xylene concentration=74.7%, cycle=10, cassettes = (B)(4) and days=3. Based on the information provided by the complainant, it appears that a user replaced the contents of bottle 14 (xylene) with 80% xylene. The reagent in bottles 10 (ethanol) and 14 (xylene) was used for the final dehydration and clearing steps respectively of the "3 hour run" protocol comprising (B)(4) cassettes, which started in retort a at 10:23am on (B)(6) 2020, following replacement of these reagents as detailed above. The reagent in bottle 10 (ethanol) was also subsequently used for the final dehydration step of the "2 hour southern sun less than 3mm thick" protocol comprising (B)(4) cassettes, which started in retort b at 11:19am on (B)(6) 2020. The information provided by the complainant indicates that a use error occurred, in which a user incorrectly replaced the reagent in bottle 14 (xylene) with 80% xylene and may also have replaced the reagent in bottle 10 (ethanol) with 80% ethanol; and affirmed in the instrument software that the reagent concentration was to be set to the default value of 100% in both instances. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol), which likely had an ethanol concentration of 80% due to the use error, was used for the final dehydration step of both the "3 hour run" protocol started in retort a at 10:23am on (B)(6) 2020 and the "2 hour southern sun less than 3mm thick" protocol started in retort b at 11:19am on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The reagent in bottle 14 (xylene), which contained 80% xylene per the information provided by the complainant, was used for the final clearing step of the "3 hour run" protocol started in retort a at 10:23am on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98% and for xylene is 95% the consequences of using ethanol or xylene at a concentration less than the minimum required for the final dehydration or clearing step respectively in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Based on the information provided by the complainant on (B)(6) 2020 that a user may have replaced the contents of bottle 10 (ethanol) with 80% ethanol and actually replaced the reagent in bottle 14 (xylene) with 80% xylene and reset the reagent concentration to the default value of 100%, it was determined that the root cause of the sub-optimal tissue processing reported was a use error, which occurred on (B)(6) 2020 when replacing the reagent in bottle 14 (xylene) and likely bottle 10 (ethanol). The available information indicates that manual replacement of the reagent in bottle 14 (xylene) and likely the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Note: on (B)(6) 2020, it was determined that the root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available. It was also determined that the available information and data did not meet regulatory agency reportability criteria, because there was no information that reasonably suggests that there was a reported injury or death associated with this complaint; and if there was information that reasonably suggests that there was a device malfunction, it is not likely that the malfunction would cause or contribute to a death or serious injury upon recurrence.

Event description:
On 20 october 2020, the complainant contacted the leica product application specialist - (B)(4) by email and reported the following in relation to peloris ii rapid tissue processor serial number (B)(4): "I was wondering if you could help with a few troubleshooting items for the leica peloris processor please: is it possible to see a detailed history of when certain [sic] protocols were used? E.g. I want to see which bottle was used in which step of the sequence on a particular day. We have a cracked lid (inside and outside) on bottle 12 that is seeping xylene - would this effect processing? Can we replace it please? Is there cause for concern in relation to the two error messages: carbon filter threshold exceeded. Air pump diaphragm has exceeded 1000 hours, due for preventative maintenance investigation of this complaint by leica biosystems is in progress." On (B)(6) 2020, the leica tac supervisor received the following further information from the complainant in relation to the event: "the reason for the query is because there were two runs (one on each retort) that finished at 1400 and 1414 on thursday (B)(6) and the tissue was incompletely processed. They were a 2 hour and 3 hour run. We reverse processed the tissue then put it through a 7 hour run." On (B)(6) 2020, the leica product application specialist - (B)(4) (pas) contacted the laboratory by telephone in order to obtain further information regarding the circumstances involved in this complaint. The pas documented that the tissue samples exhibiting sub-optimal tissue processing were derived from the "3 hour run" protocol comprising (B)(4) cassettes, which started in retort a at 10:23:53am on (B)(6) 2020 and completed at 14:00:00pm on (B)(6) 2020 and the "2 hour southern sun less than 3mm thick" protocol comprising (B)(4) cassettes, which started in retort b at 11:19:39am on (B)(6) 2020 and completed at 14:04:50pm on (B)(6) 2020. The tissue type of the affected samples was detailed as "skin". The size of the affected tissue samples was not provided on (B)(6) 2020, the leica product application specialist - (B)(4) received information from the complainant by telephone that all cases involved in this event were diagnosable. On (B)(6) 2020, leica biosystems (B)(4) received the following information from the leica products specialist - (B)(4): "I just had a meeting with the customer going through the preliminary complaint report you sent. The customer told me that they found out the root cause of the issue but forgot to tell me. It seems a staff member was tasked to replace reagents - he had never done this before but assured the southern sun team that he knew what he was doing. After the event they asked the staff member what he did when he was changing the reagents and he said that he thought the percentage on screen was the dilution so he had to dilute the reagent - which was problematic for the xylene because he saw 80% on screen so he diluted it with water to make [?]80%'. He only mentioned this dilution for the xylene - there is a good possibility that the ethanol (which was also changed) was also diluted?? But I am only speculating."